Event description:
It was reported that the patient underwent a laparoscopic incisional/ventral hernia repair procedure in 2008. This hernia had multiple defects, and the total size was transverse diameter = 8.0 cm and longitudinal diameter = 20.0 cm. The surgical mesh used was cut, and fixation was approximately 0.5 cm from the edge of the mesh. Postoperatively at about four months later, it was noted that the patient had a recurrence of her hernia. The intensity is listed as moderate. A reoperation is planned. No further information was provided at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.